Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct (cbd) during a cholangioscopy procedure performed on (B)(6) 2021. During the procedure, the picture on the screen started to fade and was lost approximately 30 mintues in the procedure while using the rotation knobs. They open another spyscope ds ii catheter in attempt to finish the procedure; however, it also had a problem with the picture on the screen, it kept gliching until the picture was lost approximately 5 minutes of used. They tried to connect and disconnect the spyscope ds ii catheter and the controller but the problem was not resolved. The procedure was not completed due to this event. It was reported that the procedure was completed on july 06, 2021 using an extractor pro 12-15mm. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. Upon plugging the device into the controller, no image was displayed. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). It was noted that the camera wire appeared to be damaged at the distal cap/steering ring. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires inside the handle. The reported event was confirmed. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/plastic optical fiber (pof) potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires and/or twisting of wires. Process controls were implemented on the manufacturing line to minimize the occurrence of this failure. This included additional visual inspections and new tooling that had less blunt edges that could nick the insulation of the camera wire. The process change and tool change is being monitored for effectiveness, and will be escalated should an excursion be observed. It is likely that the damage to the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure. Based on all gathered information, the most probable cause selected for this complaint is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that there were four additional complaints exist for the specified lot related to visualization. No product analysis was conducted on the additional similar complaints to determine if the failure mode related to distal camera wire damage was present. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct (cbd) during a cholangioscopy procedure performed on (B)(6) 2021. During the procedure, the picture on the screen started to fade and was lost approximately 30 mintues in the procedure while using the rotation knobs. They open another spyscope ds ii catheter in attempt to finish the procedure; however, it also had a problem with the picture on the screen, it kept gliching until the picture was lost approximately 5 minutes of used. They tried to connect and disconnect the spyscope ds ii catheter and the controller but the problem was not resolved. The procedure was not completed due to this event. It was reported that the procedure was completed on (B)(6) 2021 using an extractor pro 12-15mm. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.